Manufacturer narrative:
The report was created to capture the complications described in the article: mourand et al. Diffusion-weighted imaging score of the brain stem: a predictor of outcome in acute basilar artery occlusion treated with solitaire fr device. Am j neuroradiol. 35:1117-23 jun 2014. The lot history record review was not possible as the lot number was not reported. (B)(4).

Event description:
Information received from the article: mourand et al. Diffusion-weighted imaging score of the brain stem: a predictor of outcome in acute basilar artery occlusion treated with solitaire fr device. Am j neuroradiol. 35:1117-23 jun 2014. Medtronic (covidien) received information regarding products and adverse events relating to the products. Thirty-one patients were treated between november 2009 and may 2011. It was reported that ten new embolic infarcts were observed in new territories. Two of these patients had severe neurological deterioration or death and five patients experienced mild to moderate clinical sequelae (gait ataxia, abnormal visual field). Five patients had symptomatic intracranial hemorrhages. One of these patients died from a large symptomatic posterior fossa hematoma. There was one post procedural complication of inferior cerebellar artery infarction that was caused by a vertebral dissection. This event was device related. The article was to compare baseline condition and clinical outcome from mechanical thrombectomy procedures. It was concluded that the baseline dwi brain lesion score seems to predict clinical outcome in patients with acute basilar artery occlusion that were treated by mechanical thrombectomy same event as MDR #2029214-2015-00173.